Event description:
The account alleged the brakes were moving when the brakes are engaged. No pt impact.

Manufacturer narrative:
The technician found the brakes were not all the way engaged causing the bed to still move slightly. The technician in-serviced the account on engaging the brakes to resolve the issue.